Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that a one touch ultra 2 meter was giving inaccurate high results. The medical affairs specialist (mas) sent the follow-up questions and verified the following information. On the previous day at around 5:58 pm, the patient reportedly received a blood sugar result of 293 mg/dl before dinner. He allegedly administered about 22 units of novorapid insulin bolus dose through the insulin pump based on that high reading and knowing that he was going to eat some carbohydrates for dinner. Then, he ate normal amount of dinner. About three hours later, he reportedly started feeling sweaty. He was about to test his blood sugar, but he fainted before that. His wife helped him to lie down and tested his blood sugar at about 10:01 pm and received a reading of 69 mg/dl on the alleged lfs meter. At around 10:16 pm, he received a reading of 62 mg/dl on the reported meter. He drank some orange juice. His wife called the ambulance. The ambulance arrived at about 10:54 pm and tested his blood sugar on the lfs meter and received a reading of 80 mg/dl. He was taken to the hospital. At the hospital, at around 11:30 pm, his blood sugar was tested on the hospital's meter and received a reading of 60 mg/dl. He was given some food by the hospital and was kept for a night for observation and was treated with IV glucose. His blood sugar reading is reportedly usually about 150 mg/dl before dinnertime and he usually takes about 15-20 units of bolus dose before dinner. After this incident, the patient was advised by the hospital to test his blood sugar five times daily instead of three times daily and was advised to meet with his endocrinologist to check his bolus and basal insulin rates. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, the patient was reading the meter right side up, the sample was drawn from an approved source and the unit of measurement was set correctly. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient alleged that he received an inaccurate high result on the alleged lfs meter and calculated dosage of insulin based on that reading and carbohydrate intake and later, developed symptoms indicative of severe hypoglycemia.